Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The physician was attempting to stent a heavily calcified lesion in the tortuous rca. After the guide wire was passed through lesion, it was predilated with a 2.00 mm maverick balloon. The physician was unable to advance the taxus express2 2.25 x 12 mm delivery system. It appeared to become stuck on a calcified ledge within the vessel. When he withdrew the system, the stent was pulled off of the balloon and remained, undeployed on the guide wire. He then passed a 1.5 mm balloon through the stent, initiated it and withdrew the stent into the guide catheter. When he removed the whole system from the sheath, the stent could not be found. It is assumed that the stent remains in the peripheral vascular system. There were no attempts at retrieval reported. There were no injuries or complications related to this event.